Event description:
It was reported through remote transmission that device went into backup vvi mode. The patient was asymptomatic but felt two vibratory alerts a day before the remote transmission. The patient was brought into the clinic for further troubleshooting and a device download was performed successfully.